Manufacturer narrative:
(B)(4). Investigation summary the analysis results found that the (B)(4) device was received with the firing mechanism damaged, the handle partially open and with 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken.

Event description:
Device was received with no complaint information. Attempts were made to reconcile the device with no success, resulting in the creation of a new complaint.